Event description:
It was reported that a home patient (hp) experienced a connection issue between the heater bag and heater line. This occurred during initial drain of peritoneal dialysis therapy. The technical service represented (tsr) had the hp close all clamps and end therapy. The hp would restart the setup with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.